Event description:
It was reported that during a gastric bypass, on the last firing while using the white reload there were malformed staples and the staple line opened. Another device was used to complete the procedure. There were no adverse consequence to the pt reported. The device was discarded.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.